Manufacturer narrative:
During investigation for unrelated allegations, there was 1 instance of cartridge cap damage. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the 2020 model pump experienced an issue with the cartridge cap. These reports are not based off of initial allegations. They were found during unrelated investigations.